Manufacturer narrative:
The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. All electrical parameters were verified and showed a normal device behavior. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device proved to be fully functional.

Event description:
It was reported that loss of stimulation was observed. The threshold was elevated. The device and the associated lead were explanted and replaced.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Rivacor 5 vr-t dx df4 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. All electrical parameters were verified and showed a normal device behavior. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device proved to be fully functional. Plexa promri s dx 65/15: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that loss of stimulation was observed. The threshold was elevated. The device and the associated lead were explanted and replaced.